Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event. Logfile review for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed all initialization steps successfully. The user skipped the scanner test and performed gas change and the needed energy check, the eyetracker and fluence test without any issue. According to the provided treatment report the reported event could be identified in the logfile. The treatment was performed successfully without any error or problems with the planned refraction value -1.75 -0.25 x 30°. The reported problem could not confirmed during logfile review. Also, all of the other treatments on that day were finished successfully without any problems. The system was working within specification. No technical problem could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient that was scheduled for photo refractive keratectomy (prk) in the right eye for mono-vision. The incorrect target prescription was entered into the system and the patient did not receive the correct treatment. The patient will have an enhancement once stable.